Manufacturer narrative:
The insulin pump had no unexpected excess no delivery alarms noted during testing. The insulin passed pump self-test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of no delivery alarms from the insulin pump. The customer's blood glucose reading was 310 mg/dl. The customer stated that the pump alarmed no delivery during bolus. The customer tried different sets and cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the tubing was not bent. The customer will be sent a replacement pump.